Manufacturer narrative:
Results: inherent risk of the procedure (mi). (B)(4).

Manufacturer narrative:
(B)(4): results: (stent thrombosis, revascularization).

Event description:
A non-medtronic stent was implanted in the 1st diagonal during the previously reported revascularization.

Event description:
Clinical events committee (cec) deemed that a mi occurred on the same day as the index procedure.

Event description:
One endeavor sprint otw drug eluting stent diameter 2.5mm length 14mm was implanted in the 1st obtuse marginal artery during index procedure. It is reported that one stent was attempted but not implanted due to a failure to cross the target lesion. This stent was retrieved successfully. Instent coronary artery restenosis of moderate intensity was reported approximately 3 weeks post index procedure. Stent thrombosis was reported to have occurred. The patient experienced chest pain with exertion. Ranexa did not relieve the pain. Patient was admitted as an outpatient for left heart catheterization and had rotablator and stent of the left main and diagonal arteries. Patient also underwent balloon-only revascularization of the distal rca on the same day. The investigator reports that the event had no relation to the study device/procedure/drug. Patient is reported to have recovered with treatment.